Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 98 of the 1 ml bd luer-lok¿ syringe sterile, single use were found with scale markings issues. Verbatim: we would like to bring to your attention the following regarding several syringes found with markings on the barrel: there are no adverse events, the total number of syringes so far is 98. We are able to provide them to you. The foreign matter looks like an additional marking inside the barrel and in some occasions it is wavy, almost like a hair, it is embedded in the plastic of the barrel, and we started collecting them on (B)(6) 2023 until today. There was no patient involvement, neither delay nor change in the course of treatment.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 29-aug-2023. H6: investigation summary: ninety-seven samples and one photo were provided to our quality team for investigation. Ninety samples were observed to have ink rings present on various areas of the syringe encompassing the barrel. The ink rings were less than the width of a graduation line and acceptable per product specification. Three syringes had rings/smears that were thicker than the width of a grad-line in the scale area and affected legibility of the print. Four syringes were also found to have excessive silicone both in and outside of the fluid path. Three syringes with severe rings/smears and four with excessive silicone were non-conforming per product specification. Potential root cause for the ink rings/smears defect is associated with the scale marking process. It is likely the rings were caused by a worn doctor blade which removes excess ink from the print cylinder. The excess ink would have been transferred to the printing pad which then transferred it to the syringe barrel. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that 98 of the 1 ml bd luer-lok¿ syringe sterile, single use were found with scale markings issues. Verbatim: we would like to bring to your attention the following regarding several syringes found with markings on the barrel: there are no adverse events, the total number of syringes so far is 98. We are able to provide them to you. The foreign matter looks like an additional marking inside the barrel and in some occasions it is wavy, almost like a hair, it is embedded in the plastic of the barrel, and we started collecting them on (B)(6) 2023 until today. There was no patient involvement, neither delay nor change in the course of treatment.